Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad melted and peeled off at the first output during a laparoscopic appendectomy procedure. The tissue pad has not come off and has not fallen off. The intended procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual. Some information cannot be reported because no information was provided. A supplemental report will be submitted, if additional or significant information becomes available.